Event description:
The customer reported that when he was placing a tb skin test and had engaged the safety which puts a cover over the top portion. Per customer, he went to put the cap on to discard and noticed that the safety disengaged. He was able replcate it with 2 other needles,the safety disengages with light pressure.there was no harm reported.

Manufacturer narrative:
The complaint device was not to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. The complaint information was reviewed: no samples/pictures were available for investigation.